Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse. Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor was unable to recognize an ECG signal. The cause for the failure was isolated to a defective u612 inverting charge pump and c655 capacitor on the computer/analog pca. The root cause for the defective u612 and c655 components could not be positively identified.

Event description:
During servicing into an electrode belt and monitor that were returned for investigation into a patient's death, reportable device malfunctions were found. The electrode belt and monitor failed incoming functionality testing. The device failures did not cause or contribute to the patient's death as the patient was in a life-sustaining rhythm at the time of device shutdown.